Event description:
The information received indicated that the guidewire port of the balloon catheter was sealed off, so the guidewire would not exit the balloon catheter. There was no report of patient injury. No additional information was made available.

Manufacturer narrative:
It was reported that the wire would not exit the balloon. No additional procedural details were provided. The product was returned for analysis. Insertion of a .035" cordis guide wire through the returned balloon catheter was not possible due to a blockage inside the hub. Microscopic examination revealed that the hub thru hole of the guide wire lumen was partially blocked with a clot of hub material. This clot of hub material prevents the guide wire from passing through the hub. This complaint is reportable because it is possible if the catheter were used in the patient, that the particles could be dislodged from the lumen and potentially travel into the patient. In this case, the reported event is manufacturing related.